Event description:
It was reported that the insulin pump alarmed, and the error displayed every time the prime was performed. It was stated that the piston continues moving forward after the reservoir makes contact with the reservoir, and insulin was squirting out. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.